Manufacturer narrative:
September 09, 2015 10:41 am (gmt-4:00) added by (B)(6): (B)(4). A maquet field service technician was on site and performed a preventive maintenance with full calibration, functional testing and safety check to factory specifications. During testing of the system the main side temperature was not moving up or down in a timely manner. As a precaution the actuator on the main side was replaced. After that the system was tested to factory specifications and was tested ok. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during testing at priming, the main side temp was not moving up and down in a timely manner. No patient involvement. (B)(4).